Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent surgery on (B)(6) 2012 during which the surgeon noted the mesh had folded over and fallen back down into the deep ring. In the right groin area, the surgeon encountered extensive scar tissue and essential obliteration of all relevant anatomy. Due to the folded over and adherent mesh, scar tissue and other difficulties, he performed an orchiectomy. It was reported that the patient experienced an unknown adverse event. It was reported that the patient is deceased. No additional information was provided.